Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: ail below pump on secondary set. Detailed inquiry description: surgical unit: patient had a 4 hours albumin infusion running. The alarmed beeped at the end of the infusion for air bubble in line. I went to hang the flush and noticed that the air was about 4 inches below the pump when I was hooking up the secondary flush. I was able to attach the flush to a lower port on the line under the advice of the pump super user but per the super user this was also not supposed to happen. No injury reported.